Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned partially mated and a kink was identified toward the distal tip at the blood inlet hole. No other damage or issue was identified. The complaint was able to be confirmed for a kinked locator and hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they were unable to insert the involved angio-seal assembly. The patient had severe vascular calcification and the introduction of the procedural sheath was difficult. After the procedure, hemostasis was attempted with the angio-seal device. The locator/insertion sheath assembly was attempted to be inserted into the artery. However, insertion was difficult, and there was a possibility that the insertion sheath and locator could be damaged if forced. The device was not used, and manual compression was applied to successfully achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.